Event description:
A doctor reported that one of his patients had cataract surgery with istent implantation in early (B)(6) 2013 (exact date unknown). The surgery was performed by another surgeon in the same practice. Postoperatively, the patient has severe iritis and peripheral anterior synechiae in the operative eye. The patient also has rheumatoid arthritis, which may have been a contributing factor. Explantation of the stent is being considered. Additional information has been requested, however, at this time the patient's identity and the device identifiers are unknown. The event is being reported on the basis of unknown etiology.

Manufacturer narrative:
There are no device identifiers available at this time and the device remains implanted in the patient and is therefore unavailable for evaluation. Iritis is listed as a potential adverse event in the device labeling and is considered a known inherent risk of cataract surgery. The patient's preexisting rheumatoid arthritis is thought to be a significant contributing factor. (B)(4).